Event description:
In 2002 the patient was implanted with a left ventricular assist device. In 2003, the hospital contacted the manufacturer reporting the patient was performing on-stage and collapsed. The patient was transported to the nearest emergency room and then transferred to the hospital. The lvad was running at a rate of 120 beats per minute (bpm) with no alarms. The patient had been on battery power and it was unknown whether any other alarms occurred. The patient was exhibiting left sided weakness. The patient was sent for a CT scan. The results of the scan showed a brain stem infarction with severe/left sided weakness. The patient expired ten days later due to complications from the brain stem infarction.